Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported controller failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the system was in automated mode, and the patient's glucose reading was 146 mg/dl; however, the controller delivered insulin as though their glucose was extremely high, which ultimately caused hypoglycemia. It was also reported that the controller was freezing and the patient was not able to deliver a bolus. Medical attention was not required. The patient's controller was replaced.